Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The physician was not satisfied with the lead measurements once it was placed in the rv apex. The physician retracted the helix to reposition the lead but it could not be re-extended once in the desired location. This lead was removed and an alternate implanted without issue. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The physician was not satisfied with the lead measurements once it was placed in the rv apex. The physician retracted the helix to reposition the lead but it could not be re-extended once in the desired location. This lead was removed and an alternate implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that a stylet was returned stuck inside of the lead. The stylet was stuck approximately 107 millimeters (mm) from the lead tip. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip and lead body showed the cathode coil was extremely stretched from the electrode tip to where the stylet was stuck. The cathode coil also appeared to have been pulled back into the inner lumen. It was suspected that force applied to the stylet caused the stylet tip to escape the lumen of the lead. The stylet was then pulled back and the tapered stylet tip caught the cathode coil and pulled it backwards. Ultimately this caused the stylet to become lodged between the lumen and the cathode coil. The deformation of the cathode coil prevented helix extension/retraction.